Event description:
End-user is finding airpockets when drawing up insulin.

Event description:
End-user is finding airpockets when drawing up insulin.

Event description:
End-user is finding airpockets when drawing up insulin.